Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated he was receiving occlusion (04) alarms on his infusion device and he changed his infusion site and found that the cannula was kinkied. He stated that he did not immediately insert a new headset because he was going to shower. He stated that his blood glucose measured "hi" on his blood glucose monitor after his shower. He stated he was without insulin for a total of about 4 hours. He stated he had a dry mouth and he was having leg cramps due to elevated blood glucose. His normal blood glucose range is 90-110 mg/dl. He then reconnected to his infusion device and he was able to bolus 4 units without error. Upon follow up the patient stated his blood glucose had returned to normal and he has had no more issues with kinked cannulas. The patient did not require assistance from a healthcare professional or second party to address the issue. The patient discarded the infusion set, therefore, no product will be returned for evaluation.